Manufacturer narrative:
The device was manufactured between february 07, 2019 - february 09, 2019. The device was received for evaluation filled with solution and leaking in a sealed bag. Visual inspection observed that the top left weld areas were not sealed through the edge of the bag. Functional testing was performed which revealed a leak in the top left corner of the bag. The reported problem was verified. The cause of the condition was due to a defective component from the supplier. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the top corner of the bag. There was no patient involvement. No additional information is available.